Manufacturer narrative:
The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. The error was duplicated through testing. During visual inspection, the potentiometer tab was observed broken. The tab is believed to have broken due to a design issue in which the plunger cable catches the position potentiometer slide and brakes the tab. The device was repaired and a plunger cable guard was installed to correct the issue with the product design.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.